Event description:
A pt with a history of peripheral arterial disease was taken to the cath lab for peripheral arteriogram and possible intervention. The micropuncture needle was introduced via the right groin into the arterial base via modified seldinger approach with a single anterior wall stick. The micropuncture wire was packed into the micropuncture needle where upon under fluoroscopy, was noted to be coiled. Attempt was made to extract the wire using gentle traction, resulting in unraveling of the wire tip with retained foreign body. The retained wire was successfully extracted from the right groin via incision into the subcutaneous tissue without any complications.